Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A startright representative reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 435 mg/dl. The customer stated that he went out to work out in his yard and gave a bolus to treat for high readings. The customer disconnected the call before troubleshoot.